Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to abnormal thresholds. Additionally there was intermittent undersensing and low, out of range r-wave amplitudes. It was noted that the patient had experienced syncope, however there were no stored episodes that correlated with the date and time of the syncopal episode to suggest device involvement. Additional information received reported that this pacemaker system was explanted and returned approximately a year later. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to abnormal thresholds. Additionally there was intermittent undersensing and low, out of range r-wave amplitudes. It was noted that the patient had experienced syncope, however there were no stored episodes that correlated with the date and time of the syncopal episode to suggest device involvement. Additional information received reported that this pacemaker system was explanted and returned approximately a year later with no further allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.